Event description:
Consumer alleges that her mother was hospitalized and diagnosed with asthma as a result of her humidifier emitting a white dust.

Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.